Manufacturer narrative:
An icy catheter (lot # 63592) was returned to zoll san jose for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for icy catheter lot # 63592. A visual inspection of the retuned catheter was performed. The catheter was received with very minimum dried up blood on the balloons, shaft, luered tubings and infusion ports. During functional testing, the returned catheter was connected to a pressurized inflation device and pressure was increased up to 100psi. Immediately upon pressurization, a pinhole leak was found at the medial balloon. Evaluation of the retuned icy catheter confirmed the customer reported issue as a pinhole leak was noted at the medial balloon. Note, during manufacturing, all icy catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process.

Event description:
It was reported that a patient was being treated with hypothermia post cardiac arrest. The icy catheter was checked and was found to have a leak. There were no leak observed on the suk and no blood tinge observed in tubing. There were no other information provided.